Manufacturer narrative:
Exact date unknown, event occurred on the date of explant.

Event description:
It was reported that the patients ipg was unable to charge. The patient underwent an ipg explant procedure. The explanted ipg was discarded by the hospital.